Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad issue and the screen was frozen with a lock on the screen. The customer¿s blood glucose level was 200 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
No low battery alert or power loss alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.